Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the rod was found broken after being implanted for an unknown period. The rod were explanted in a revision surgery. No fragment of the product remained inside the patient. Pseudoarthrosis was reported as patient complication as a result of this event.

Manufacturer narrative:
Product analysis:visual review confirms rod breakage. Damage and smearing noted on fracture surfaces. No immediately adjacent pre-existing surface defects identified that could contribute to crack propagation of fracture. Significant deformation at multiple locations along the length of rods due to apparent rod bending. Fracture surface examination of the fractured rods identified ratchet marks near the origin of crack propagation, with progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue.